Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: irregular cement leakage. It was reported the patient presented with irregular cement leakage through the vascular segment in the superior vena cava, the right atrium of heart, right ventricle and into the lungs vessel with destruction of tricuspid valve with subsequent cardiac insufficiency. This condition is imperative for surgical removal of cement.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Vertecem v+ product is not sold or distributed in the us however it is similar to vertecem 510(k) k090435 and vertecem ii, 510(k) k121876. Without a lot number the device history records review could not be completed. A manufacturing and/or product investigation could not be performed as no product was received.

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the documents were forwarded to the actual manufacturer ((B)(4)) for statement. According to the present statement was no cause of the fault investigated. We quote from this report: the manufacturing documentations of the two batches vertecem v+ cement kit (lot: 1e53040) were checked for differences. There were no deviations found in production, quality control, storage and delivery in the context of this review.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6).